Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a primary surgery on patient's left knee. When the surgeon was reducing, the yellows size 6-9 mm cs insert trial broke when surgeon was extracting the trial. The pieces were removed from the patient and the surgeon was finished trialing at that point and proceeded to finish the case without further issues. There was no delay in the surgery and there were no adverse consequence to the patient or surgeon.